Event description:
Rep asking about carealert for rv lead bipolar impedance of 750ohms. This was second carealert; first was (B)(6) 2022. See (B)(4). After that carealert, patient was brought in clinic to evaluate and low impedance measurement could not be recreated; all testing was normal. Save to disc evaluated from transmission (B)(6) 2022, and shows lifetime count of 48 short circuit paces, which has incremented since last report. Discussed lead monitor and evaluating or programming to unipolar pace polarity and/or programming lead monitor to adaptive. Rep will discuss findings with md (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).